Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon screwed in the holding screw. The plastic rim around the screw broke leaving about 3 fragments of plastic in the acetabulum. So he had to remove them with forceps. The surgeon trialed with this liner after he implanted the cup so the fragments of plastic he took out were in the bottom of the cup.

Manufacturer narrative:
An event regarding crack/fracture involving a trident 10° insert trial 36mm was reported. The event was confirmed. Device evaluation and results: the trident insert trial was returned in used condition with damage along the rim and the plastic rim for the locking screw was fractured in 2 pieces. The returned device showed visible brown discoloration in that region indicates the part was breaking over time. Visual inspection was discussed with the material analysis engineer and indicated that fracture of the trial occurred due to overload conditions. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. The investigation concluded that broken insert trial was caused by overload conditions. If additional information becomes available, this investigation will be reopened. The exceeding complaint rate for crack/fracture of trident liner trials will be further investigated.

Event description:
Surgeon screwed in the holding screw. The plastic rim around the screw broke leaving about 3 fragments of plastic in the acetabulum. So he had to remove them with forceps. The surgeon trialed with this liner after he implanted the cup so the fragments of plastic he took out were in the bottom of the cup.